Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading was 200 mg/dl. The customer stated that the buttons are unresponsive. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the up arrow button did not respond due to corroded keypad trace. No button error alarm noted. Unable to verify the weak battery alarm due the unresponsive button. The device had cracked battery tube threads and missing end cap sticker.